Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer, via manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that the device was not working. Impedances testing showed all except 3 electrodes were out of normal limits. An x-ray was taken and there was no obvious breakage in the system. Surgical intervention was planned but had not been scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the leads were explanted and replaced on (B)(6) 2018. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient was not getting any relief from their implanted stimulator device. The clinical diagnosis was sub-optimal pain relief from implanted stimulator. After examining the leads under fluoroscopy, it was determined that the leads were broken/fracture and will need to be replaced. The outcome was reported to be ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 97792, lot# unknown, product type: accessory; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the cause of the product problem was not determined. There were no further complications reported as a result of this event.

Manufacturer narrative:
Analysis of the lead, s/n: (B)(4), found that five conductors were broken 36.8 cm from the distal end. Analysis of the lead, s/n: (B)(4), found that all conductors were broken 38.8 cm from the distal end. Analysis of the ins, s/n: (B)(4), found no anomaly as the device passed all testing in the laboratory. Conclusion code and results codes apply to the leads. Conclusion code and results codes apply to the ins. If information is provided in the future, a supplemental report will be issued.